Manufacturer narrative:
This report is submitted on 27 may 2021.

Manufacturer narrative:
This report is submitted on april 26, 2021.

Event description:
Per the clinic, the device was explanted on (B)(6) 2021, due to extrusion of the electrode lead into the external auditory canal and the receiver/stimulator. The patient was reimplanted with a new device during the same surgery.